Manufacturer narrative:
The device is not being returned to conmed corporation for evaluation. Upon completion of the quality engineering investigation a folow-up report will be submitted. Device not returned to manufacturer.

Manufacturer narrative:
The device in question is designed to be used as accessories in conjunction with the electrosurgical units and electrodes with which they are known to be compatible. Their use enables the operator to remotely conduct an electrosurgical current from the output connector of an electrosurgical unit to the operative site for the desired surgical effect. These devices are compatible with conmed disposable standard and ultraclean active electrodes. A DHR/lhr, device history record/lot history record, review was not possible as the lot number for this product has not been made available. The customer complaint cannot be conclusively confirmed since the device in question is not available for review. Without evaluating the suspected sample a conclusive determination of root cause cannot be made. The complaint investigation has not identified any manufacturing defects; therefore, corrective action is not warranted at this time. Numerous attempts have been made with our distributor, (B)(4) to obtain further information regarding the incident and patient condition without success. Due to a patient initiated law-suit against the hospital, the end-user facility in (B)(4) is extremely reluctant to release any information. If additional information is received relevant to this case - conmed will reopen and submit an additional supplemental medwatch. Conmed corporation is considering this complaint closed.

Event description:
It was reported, "during a procedure, there was a spark, and the patient sustained an injury." (B)(4), our distributor in (B)(4), will be visiting the hospital site on (B)(6) 2012 to retrieve further information surrounding this reported injury.